Event description:
The pt called lfs alleging that their one touch ultra meter had a damaged display. The pt described a half moon shaped marking on the display. The pt reported that the meter read 445 mg/dl; however, date and time was not provided. In 2004 a result of 140 mg/dl was obtained in another meter. The pt reported that the results were 1 month apart. The pt reported feeling weak and unable to obtain a reading. Pt contacted emergency services. The pt was unable or unwilling to indicate if pt received any treatment. No other relevant info was provided. Senior medical affairs spec mailed a letter since the pt could not be reached. The pt did not alleged harm. There is insufficient info to suggest that the pt experienced injury or medical intervention due to the meter. There was no indication that the pt misused the product. Therefore, there is evidence that the product malfunctioned and that the event meets the criteria for medical device reportable issue was not resolved through troubleshoooting. Pt's meter was replaced.